Event description:
It was reported that post-op a laparoscopic cholecystectomy procedure, the clip was scissored and there was a bile duct leak. The patient was returned to surgery for an additional surgical procedure. It was not stated what was used to complete the procedure. Below is the additional information requested to the ees sales representative but due to the fact there is no access into the hospital, the rep is unable to speak to the surgeon. If access is granted and the information becomes available, a supplemental will be sent.

Manufacturer narrative:
Date sent: 09/17/2009. Information is unavailable; device was not returned for evaluation. Device not returned. Evaluation summary - as a lot number was not received, a device history review could not be performed.